Event description:
During follow-up, myopotential oversensing and far-field r-wave oversensing resulting in automatic mode switch episodes were observed on the device. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated there was suspected exit block on the atrial channel due to incorrect programming of the device, although review of the session records did not verify any capture issues on the atrial channel. The event was resolved by reprogramming the device. The patient was in stable condition.